Event description:
A complaint was received from a customer who has experienced bouts of hypoglycemia (no specific results). He was admitted to a hospital with a "hypo" (assume he meant hypoglycemia). He had keeled over. His blood glucose readings have been erratic over the last few day between 26.0 mmol/l and 1.1 mmol/l (468 mg/dl 20 mg/dl respectively). In addition, the plastic covering the optic window is missing and therefore caused the incorrect readings. In review of the operation of the check paddles results were high and outside of specification. A request was made to return the meter for eval.